Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the surgeon was unable to insert the laser probe through the valved cannula. The laser probe was exchanged for a new laser probe. The procedure was completed with no harm to the patient.

Manufacturer narrative:
The 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample showed excess adhesive found at the laser probe cannula-nitinol junction. The reported event was replicated as resistance can be felt while inserting through a trocar. The probe was manufactured on october 30, 2017. There were 2184 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to ineffective removal of the excess adhesive on the laser probe cannula tip. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The probe was manufactured on october 30, 2017. There were 2184 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).